Manufacturer narrative:
The needle holder was returned for evaluation: DHR; no anomalies that could be associated with the complaint were observed the evaluation was unable to conclusively verify the complaint as valid. Therefore, an investigation for cause was unable to be performed. The needle holder holds the needle properly. The device is compliant with the specifications. This complaint is unconfirmed.

Event description:
A facility reported the needle turned in the jaw of the needle holder. The product was in contact with the patient, no patient injury reported, however, the event led to 30 minutes surgical delay.